Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected blank display anomalies noted during testing. The power management graph was in specification. No pump error alarms were present in the pump history file or during testing. No unexpected low battery alerts were present in the pump history file or during testing. The correct test bg value was displayed on the sensor glucose graph screen. Monitored with no unexpected sensor anomalies or calibrate sensor messages noted during testing. Programmed multiple boluses and monitored; unit uploaded properly using carelink. All bolus deliveries were shown properly in carelink and in the daily history screen. Unit received with scratched casing, deep/minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and cracked select button on keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was 60 mg/dl at the time of the incident. Display was not returned by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.